Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment and found 3d acquisition do not complete due to low battery levels. The medtronic representative replaced the motion batteries and performed an imaging system check-out, all areas passed. System performed as intended after replacement of the batteries. No parts have been received by manufacturer for analysis. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion procedure the imaging system was not completing 3d acquisitions. The tube / panel is not able to perform a full 360 rotation and stops with big noise. The surgeon opted to complete the procedure without the use of the imaging system. There was no impact on patient outcome.